Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump has been draining batteries in under 24 hours. It was also reported that the pump was leaking remodulin and is not administering any medication. The patient was able to use a back- up pump, and there was no reported injury to the patient.